Event description:
It was reported that balloon rupture occurred. The patient presented chronic renal failure. The 90% stenosed target lesion was located in moderately tortuous and severely calcified cephalic vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflations at 20 atmospheres, the balloon was ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.